Event description:
During priming in preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that the flow rate data disappeared from the central control monitor. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.